Event description:
It was reported the ats45 stapler was opened and upon inspection it was noticed that the knife blade was advanced. The device was pulled from the field and not used. A second ats45 was opened and used successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 576a49. Additional information was requested and the following was provided: could you please confirm if the device was received with the knife already advanced? Yes. According to the customer when received the knife blade was already advanced. This is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a device from the jaws area with the knife advanced. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with the knife exposed and with no reload present on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pusher block was noted to be broken causing the knife did not to return to its home position. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.